Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). Multiple attempts for additional information were sent to the customer and no further detail was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 14apr2021. The heartmate 3 lvas instruction for use (IFU) is currently available. This IFU lists right heart failure as an adverse event that may be associated with the use of heartmate 3 lvas. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ in addition, this document outlines the recommended anticoagulation regimen and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s weight was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to emergency department (ed)on (B)(6) 2021 after feeling poor and not at baseline over the past week and with worsening fatigue. The patient complained of chest pain and abdominal pain. Denies any fever or driveline drainage. Admission weight up 6kg after discharge from index hospitalization. The patient was admitted and diuresed with intravenous (IV) lasix. Echocardiogram completed (B)(6) 2021 and pump speed decreased from 6500 to 6300rpm. CT scan of abdomen showed no evidence of infection. After speed reduction, the patient's entresto was stopped. The patient was continued on beta blocker and spironolactone. Patient had no trouble with ambulating and remained normotensive after speed change. The patient was discharged home on (B)(6) 2021 with plans to follow up in clinic. Resolved without sequelae. No additional information provided.